Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer reported having contact with a non-healthcare professional third-party, however, no treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 7 with event code 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The cntr_pot_high in the otp (one time programmable) event log was also observed indicating that the returned sensor was terminated due to high counter potential voltage. The returned sensor was de-cases. A visual inspection on the sensor's pcba (printed circuit board assembly) revealed damage caused during de-casing. The batteries were measured and all results were within specification. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) testing however, the sensor could not be reprogramed. Further visual inspection was performed on the returned sensor and damage to the pcba connector was observed. The pcba had been damaged during de-casing and a cracked pcba was observed. The observed damage to the pcba tracks and components prevents communication with the connector and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A customer reported a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer reported having contact with a non-healthcare professional third-party, however, no treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.